Event description:
Customer reported that they were experiencing high blood glucose since last night. Blood glucose values were ranging from 410 mg/dl to 478 mg/dl. Customer was experiencing symptoms of high blood glucose such as thirst, blurred vision and fatigue. Customer was advised to administer manual injection and call their doctor for dosage. It was unknown if auto mode feature was active at the time of the event. Customer also reported that the insulin pump alerted sensor updating and they were not able to clear it as the buttons were unresponsive. During troubleshooting for keypad anomaly customer was instructed to insert a recommended new or fully charged aa battery and the buttons started working. Customer declined troubleshooting for high blood glucose. Insulin pump is expected to return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test, rewind test, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test all buttons function properly. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, and no stuck key alarm was found in the history file. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on lcd window. In summary customers alleged unresponsive keypad was not confirmed through testing as well as a frozen screen. Pump passed full dry test. Unable to confirm high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.